Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump powered on with a blank display and continuous vibration. There was no damage found to the display screen. When a test display was installed, the display remained blank. Evaluation revealed that the eeprom component had failed. Further testing was unable to be performed due to the eeprom failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the "pump failed." No further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.